Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced high lactate dehydrogenase, high plasma free hemoglobin and numerous pl events. The pt received a pump exchange on (B)(6) 2013 due to suspected thrombus.

Manufacturer narrative:
The lvad was returned to the MFR for eval, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.